Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer also reported touchscreen issues; however, no further information was obtained regarding these issues as customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 160 mg/dl.